Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The rptr reported that on (B)(6) 2011, the pt obtained a blood glucose reading of 400 mg/dl and at that time experienced the symptom of nausea. The pt took a bolus of 24 units insulin using the pump and felt better afterwards. Troubleshooting revealed the pt claimed to have taken a bolus dose of insulin with breakfast; however, review of the pump's history there revealed there had been no bolus for that day. The pt did not take a bolus dose of insulin with her meal. The pt later obtained an elevated blood glucose reading and suffered symptoms suggesting severe hyperglycemia. There this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and history revealed no activity outside normal use. The black box showed data for (B)(4) 2012 thru (B)(4) 2012. There was no data available in the black box for the time of the reported high blood glucose incident on (B)(4) 2011 due to continued use of the pump by the patient. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.